Event description:
The hospital reported a loss of mechanical ventilation during a case. The patient was switched to another unit and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The expiratory pressure transducer was replaced to resolve the issue. No patient information available after attempts 10/24/21, 10/27/21, 10/29/21, and 11/04/21. Unique identifier: (B)(4). Legal manufacturer: (B)(4).